Event description:
New information states that the event was noted on (B)(6) 2020 via remote monitoring. No intervention has been performed. The patient was stable.

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
No further information was available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed.